Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer wore the pump against their skin. Blood glucose ranged from the high 100's (mg/dl) to the low 200's (mg/dl). Reportedly, the supplies were changed and insulin delivery was resumed.